Manufacturer narrative:
(B)(4). The 900iw104 gas supply module is an accessory that can be supplied with the iw952 cosycot infant warmer. Sms technologies is the manufacturer of 900iw104 oxygen/air gas supply module whom have ceased trading in 2017, thus they could not be notified of this complaint. The 900iw104 gas supply module is not sold in the USA, but it is similar to the 900iw101 gas supply module, which is sold in the USA. Method: the 900iw104 gas supply module was received at our fisher & paykel (f&p) regional office in the (B)(6) and was inspected by a trained f&p service technician. Results: during testing, it was found that the gas manifold cylinder bodok seal was missing. The device was repaired, performance tested and returned to the customer. Conclusion: we are unable to determine the cause of the reported event. However, the reported leakage for this incident is most likely due to the missing bodok seal on gas manifold.

Event description:
A healthcare facility in the (B)(6) reported of a gas leakage on a 900iw104 gas supply module. There was no patient involvement.